Event description:
It was reported that patient enrolled in a clinical study underwent partial knee arthroplasty on (B)(6), 2007. Subsequently, a revision procedure was performed on (B)(6), 2010 due to constant pain. No further information has been provided to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "persistent pain." This report filed (B)(4), 2011.